Event description:
Per the report received from germany a patient with a 3300tfx23mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and two (2) months due to valve degeneration with almost complete loss of separation of the valve leaflets leading to increased gradients (measured of 67/44 mmhg). There was a suspicion of aortic valve endocarditis with corynebacterium striatum which was medically treated with vancomycin (13) thirteen days before valve replacement. The patient was experiencing symptoms of dyspnea and fatigue before valve replacement. A 23mm transcatheter valve was successfully implanted in replacement within the edwards surgical valve. The patient was noted as to be in stable condition without any signs of complications.

Manufacturer narrative:
H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and coronary artery disease, chronic renal failure and diabetes. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.